Event description:
Hcp reported, the patient experienced an overdose and decreased level of consciousness. The patient was admitted at the emergency room. The patient was hospitalized on (B)(6) 2012. The pump was filled three days prior. The patient had the pump medication decreased by a pain management doctor. Per another reporter, it was noted "possible overdose-oral meds". Troubleshooting was being considered. The cause of the event was drug effects. It was noted there was no injury. The pump was delivering fentanyl, clonidine, hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(6), implanted: 2010 (B)(6), product type catheter. (B)(6).